Event description:
It was reported that pump displayed cartridge change error and customer experienced high blood glucose of 345 mg/dl. There was no adverse impact to the customer's blood glucose level. Customer initially took no corrective action and contacted technical support, who guided inspection and cleaning of cartridge and pump connection area and instructed reload of cartridge, and later customer reported successful cartridge load and resumption of insulin delivery with no further issues.